Manufacturer narrative:
The field service engineer replaced the reagent syringe and tubing. No problems were found upon further checks of the analyzer. Precision studies were performed and no problems were found. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the roche diagnostics cobas elecsys anti-tpo on a cobas 8000 e 801 module. No incorrect values were reported outside of the laboratory. The sample initially resulted with an anti-tpo value of 71.0 iu/ml. The sample was repeated, resulting with a value of < 2.00 iu/ml. An aliquot of the sample was repeated, resulting with a value of 9.0 iu/ml. The anti-tpo reagent lot number was 459722, with an expiration date of september 2020.